Event description:
During pci, the patient had two endeavor sprint drug-eluting stent successfully deployed at lad. Approximately 5 days post pci, patient underwent pci due to stent thrombosis of lad, thrombus was aspirated and revascularization was carried out with poba and an unknown bare metal stent was deployed.

Manufacturer narrative:
Results: inherent risk of procedure (thrombosis). (No results available since no evaluation performed) - device or procedural images not provided for review. Conclusions: inherent risk of procedure - (thrombosis). (B)(4).